Event description:
The user facility reported that upon arrival in the morning, hospital personnel discovered a puddle of water on the floor in the room where the system 1e is located. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the gasket on the a/b prefilter outlet was cut subsequently breaking the seal and allowing water to leak out. The technician replaced the gasket and placed the hose back on the fitting. He ran a diagnostic and processing cycle and confirmed the unit to be operational. The damaged gasket is a result of over-tightening of the hose during prior service activity. The technician was retrained on the proper installation procedure.